Manufacturer narrative:
(B)(4). The device has been rec'd but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported a check valve failure. No event details reported. No report of pt harm or medical intervention. Customer stated that no further pt or event info is available.